Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's ins was above the suture line on purpose, the implant was at a 30% angle. The patient had difficulty recharging and needed to push on the ins to get a "good" charge. Their healthcare provider didn't want to revise the pocket site. It was also reported that the ins was not loose per the patient's doctor. The representative had a meeting scheduled with the patient to educate them on recharging and they were now able to charge. The patient's weight was unknown. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient was seen yesterday to review and learn how to charge. The patient was charging fine at the office, but this morning the patient went to charge and could not keep the charging status at good. It was mentioned in the call that the patient stated to the rep that the ins was moving all over the place. It was reported that the patient's husband could grab the ins when the patient was laying down. It was reviewed where to instruct the patient to place antenna about 1" below suture line based on approximate location of the recharging coil in the ins. The rep stated this healthcare provider (hcp) always placed the ins header at the top of the pocket. The rep stated it was mentioned that the ins was above the suture line. The possibly of the ins being flipped was discussed. The caller was redirected to review taking an x-ray to check ins position in the pocket. No further complications were reported. No patient symptoms were reported.